Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The pump was received with motor error alarm during occlusion test due to faulty force sensor system. The motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a motor error after she rewound her pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.